Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with ancef (dose, route and frequency not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. It was reported thirteen days after receipt of this report; the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896597 and gd896936 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.